Event description:
The patient suffered a subarachnoid hemorrhage following implant. The bleed was caused by a needle stick during implant in which the needle hit a vessel in the spinal cord. The pump was in the intensive care unit and the pump was turned down to a nominal rate. The patient aspirated and died in 2003. A follow up report will be sent when additional information is available.